Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hem-o-lok /clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed multiple times. The clip failed to properly clip onto the tubing during in-house testing after multiple attempts. No grip misalignment was observed. Failure analysis found the secondary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts input disk #6 was found broken into pieces inside of the housing. This failure likely caused the clip test failures observed. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by the site was also observed. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of this failure is typical attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of instrument log was performed. Per the review, the large hem-o-lok clip-applier (part# 470230-12/ batch# n11200921 0040) instrument was last used on 9-aug-2022 on system sk0850, during cholecystectomy procedure. The large hem-o-lok clip applier has 27 uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the clip would not close with the large hem-o-lok clip applier instrument. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not close. The instrument was examined prior to use and the surgeon tested the motion of the instrument according to intuitive representative recommendation. Everything seemed fine, but it would not lock a clip in place. The customer also tried to do it without any tissue in between the clip and it still would not close. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the customer and the following additional information was obtained: the clip applier was inspected and tested prior to the case with no issues found. The instrument moved normally. The clip applier failed to apply the clip to the cystic duct. The instrument was unable to clamp at all. There was no unintuitive motion. The issue was resolved with a backup clip applier instrument. There was no patient harm. There are no photos and/or videos of this event available for isi review.